Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during a remote follow up, inadequate capture was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and no change in rv lead positioning was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.